Event description:
The initial reporter alleged discrepant results when using the kit cobas 6800/8800 babesia 480t ivd on the cobas 8800 instrument. The donor samples were tested, with sample ID (B)(6) collected on (B)(6)2023 and sample ID (B)(6) collected on (B)(6)2023. Both samples were reported as non-reactive with the cobas babesia assay but were reactive with the grifols assay. Additionally, three different positive controls provided by the customer yielded expected positive results. The internal control (ic) of the alleged samples did not show a suppressed growth curve, and the run controls (rmc) also appeared unaffected, displaying sigmoidal growth curves for both the target and ic channels. These observations suggest a potential sample-specific factor rather than an issue with the cobas babesia assay or the analyzer.

Manufacturer narrative:
The analysis was performed on a cobas 8800 analyzer (serial number: (B)(6)). The investigation determined that the cobas babesia assay performed within specifications, and no product issue was identified. A review of the internal control (ic) and run control (rmc) data indicated no suppressed growth curves or abnormalities, suggesting that the assay and analyzer functioned as expected. The observations point towards a potential sample-specific factor as the cause of the discrepancy. Contributing factors such as improper sample handling, storage conditions, or rare genetic mutations in the babesia rrna gene that could affect pcr amplification were considered but could not be confirmed. Additionally, the true infection status of the donor remains unknown, and a false positive result from the grifols panther assay cannot be definitively ruled out. Further investigation was not possible as the samples were no longer available. The investigation into the cobas babesia lot k06449 did not identify any issues, and the device remains in operation at the customer site.